Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead. The impedances have gradually increased, and now have become out of range. Technical services (ts) provided troubleshooting recommendations. This lead remains in-service at this time. No adverse patient effects were reported.